Manufacturer narrative:
Based on the reported information and investigation, it is concluded that the autopulse performed as intended. User advisory ua 7 was correctly raised to stop the autopulse compression when a difference in load between the two load cells was detected. The returned autopulse was verified to be functioning properly within the specifications. It appears that due to the size of the patient and difficulty in maintaining proper position on the autopulse platform, the band may have shifted lower on the patient torso. The reported spleen rapture and broken ribs are consistent with injury profile associated with any methodology of CPR, manual or mechanical. However, since the manual cardiac massage was performed prior to autopulse and manual CPR was performed after the autopulse, it is not possible to determine which methodology may have caused the reported injuries. Contribution of the fall prior to CPR application cannot be ruled out also. The 2015 aha guidelines update for CPR reemphasized the importance of high-quality chest compressions, and recommends to ensure adequate compression rates and adequate compression depth. Rib fractures and other injuries are common but acceptable consequences of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death.

Event description:
A (B)(6), obese female went in to cardiac arrest resulting from pulmonary embolism and cardiogenic shock. The patient had a large hematoma on forehead, indicating a fall due to his condition. Post-diagnostic, cardiac massage was performed manually for unknown length of time prior to use of autopulse. The autopulse performed compressions for approximately 10 minutes prior to encountering user advisory 7 (discrepancy between load1 and load2 too large) error message three times, since the patient could not be held in proper position on the autopulse due to his size. Manual CPR was initiated and performed for 15 minutes at which point rosc was achieved. Later on, a spleen rupture and broken ribs on both sides were discovered during CT scan.